Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to be at end-of-life (eol) battery status with a monitoring voltage of 2.65 volts and charge time of 27 and 30.1 seconds. Three months ago, the device was at middle-of-life (mol1) with a monitoring voltage of 2.84 volts and a charge time of 12.3 seconds. The patient received two shocks on the day the device declared eol. There was concern that the battery depleted sooner than expected.